Event description:
It was reported that balloon torn occurred. The target lesion was located in the severely tortuous and calcified carotid artery. A 4.5mmx30mmx135cm (4f) sterling balloon catheter was advanced for dilation. However, the balloon did not inflate. The device was then removed from the body and checked. It was confirmed that the balloon was torn and could not be used. The procedure was completed with non-boston scientific device, and the treatment progressed without any issues. No complications were reported.